Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary bypass procedure, ultima activator ii reusable drive mech retractor would not fix in place, so the acrobat-I stabilizer could not be used. A new device was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11, h12. Corrected sections: d4 (unique identifier (UDI) #) corrected from (B)(4). The device was returned to the factory for evaluation on 07/15/2024. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood were observed. The ultima activator ii drive mechanism and drive handle were observed to be intact with no visual defects. An investigation was conducted on 07/23/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The ultima activator ii drive mechanism and drive handle were observed to be intact with no visual defects. Per IFU cv000004879, the drive handle was turned clockwise to close the drive mechanism. Reference right and left accessrail platforms were then attached to each corresponding drive attachment side with no physical difficulties and remained fixed in place during testing. The drive and platforms were fully engaged. The drive handle was able to be turned counter-clockwise to spread the accessrail platform blades. Based on the photographic inspection, returned condition of the device, and investigation results, the reported failure "mechanical problem" was not confirmed. The lot # 3000319556 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. However, the reported failure was not confirmed.

Event description:
N/a.